Event description:
The issue reported involved a cartridge that was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.